Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the sheath was inserted into the heart and then into the left atrium after septal puncture was performed. When negative pressure was applied using a syringe while inserting the catheter, air was aspirated from the valve. Despite several attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.